Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient on impella cp support had bleeding from the cannula site. Heparin was replaced with soda bicarbonate and three units of blood products were administered. Additional information received stated that the bleeding was from the venous port and some amount of gastrointestinal bleed. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation for the reported gastrointestinal (gi) bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the gi bleed could not be determined.